Event description:
Pt had orthopedic screws implanted in 5/91, to stabilize her spine and on 7/14/91, the screws began to break. Since then the complainant has been in severe pain and is unable to work. She has been advised to have the screws removed and to have add'l surgery to stabilize her spine.